Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The software investigation completed. This issue was documented in a medtronic navigation software anomaly tracking database. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A manufacturer representative reported that outside of a procedure, when taking spins with the imaging system, while the navigation system utilized the spine software, on the 3rd spin, or after approximately 1gb of exam data, the exam would not transfer to the navigation system. There was no patient present when this issue was observed.